Event description:
The customer originally reported that during an oophorectomy procedure, the nurse checked for activation after the electrode was set to the forceps, but the device was not activated. The connection pin was found bent upon attempting to reset the electrode. Another device was used to continue the procedure. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Upon receipt of device for investigation on 06/18/2015, it was noted that there was one broken and missing snap pin. Site was unable to verify location of missing snap pin but reiterated that nothing fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.